Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the arthroscopy, the anchor was pulled out after it had been inserted into the bone. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-8990st-1 fibertak® (batch 15478386) was received for investigation. Visual inspection noted that the device was returned disassembled. Functional testing noted that the device met form/fit/function. The most likely cause of the reported failure is user-related factors such as off-axis insertion, prying and leveraging the device, and improper bone preparation. The complaint allegation is not confirmed. Refer to the investigation photos.